Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch number being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: complaint 1 of 2; date of incident: (B)(6) 2020. Catalog #: 326702. I am a harm reduction nurse from a user facility and in the past week we have been made aware of two incidences of the needles separating from the syringe and becoming lodged in the client's arm. One client had to use pliers to remove the needle from their arm. The needles that this is occurring with are the 326702's.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4) .

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: complaint 1 of 2. Date of incident: (B)(6) 2020. Catalog #: 326702. I am a harm reduction nurse from a user facility and in the past week we have been made aware of two incidences of the needles separating from the syringe and becoming lodged in the client's arm. One client had to use pliers to remove the needle from their arm. The needles that this is occurring with are the 326702's.